Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Na and k calibration was last performed on 24-feb-2024 and was acceptable. The qc recovery data provided was acceptable. There was no indication of a reagent performance issue. The alarm trace showed multiple ise noise, ise internal reference, and calibration alarms on the day of the event. The field service engineer (fse) cleaned the electrode compartment, primed the analyzer, lubricated latching mechanism, and performed ise checks, calibration, and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and k results for 1 patient sample on a cobas 6000 c (501) module. This medwatch will cover k. Refer to medwatch with a1 patient identifier pt (B)(6) for information on the na results. The initial na result was 126 mmol/l and the initial k result was 4.66 mmol/l. The customer questioned the low results and was prompted to repeat the sample. The sample was repeated on another (B)(6) analyzer and the repeat na result was 138 mmol/l and the repeat k result was 4.21 mmol/l. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6) . The qc recovery data provided was acceptable. The investigation is ongoing.